Event description:
On 11 apr 2006, customer felt weird and lost consciousness. Paramedics came and took him to the hosp. Humalog was taken to counteract the event. Customer also reported an hcp meter reading of 31 mg/dl and an adc meter reading of 95 mg/dl. Tests were performed on the finger. Reading is compare to other meter, no plot required.